Event description:
It was discover that the home patient (hp) was in the hospital for three weeks and got out on (B)(6), product surveillance contacted the peritoneal dialysis (pd) the nurse (rn) and she stated that she was not aware the patient was using the hc for pd, because she thought the machine was returned in (B)(6). The pd rn stated that the hp went to the hospital for chest pain and this time it was peritonitis. The pd rn stated that the hp had been to the hospital 4 times since (B)(6) with complaints of stomach pain, but it was not peritonitis until this latest visit. The follow information was received from global pharmacovigilance on (B)(6) 2010: on (B)(6) 2010, the patient was hospitalized for abdominal pain related to her gallbladder. The nurse stated while the patient was hospitalized the patient was diagnosed with peritonitis (date of diagnosis unknown). A pd effluent culture was performed which revealed no growth (date unknown). It was unknown if a gram stain or wbc count was performed. There was no exit site or tunnel infection. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date, the event of peritonitis had resolved. The patient remained on pd therapy, dosage was not changed. It was not reported what caused the peritonitis. The event of abdominal pain, peritonitis and chest pain were not related to dianeal therapy or the hc machine. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). Device not available.